Manufacturer narrative:
During an internal review on 11-mar-2026, noted a correction to the 3500a initial as the "h6. Type of investigation" code of device not returned (b17) was omitted. Therefore, added. Additional information was received on 11-mar-2026 which confirmed that the hemostatic valve leak issue occurred during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a wolff-parkinson-white procedure with a vizigo sheath and observed the hemostatic valve leak. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 01-apr-2026. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was partially broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. Finally, a back pressure test was performed, and leakage was identified through the hemostatic valve. In addition, bubbles were identified while a negative back pressure test was performed. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on valve could cause the leak issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents the video analysis. The video investigation details. A video was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, blood was observed around the hub of the device; however, the valve position can not be observed and no other damage could be observed. The potential cause of the leakage observed could not be determined. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a wolff-parkinson-white procedure with a vizigo sheath and observed the hemostatic valve leak. Before the procedure, blood leakage was found in hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received on 24-feb-2026. The hemostatic valve did not dislodge. The brim cap did not detach from the sheath. The hub did not become detached from the sheath. The sheath was not being used on the patient. No air entered the patient¿s body. The approximate volume of blood that was lost was 10ml. The xinnuopu (synaptic) n18710d but not used with atrial septal puncture needle and vizigo sheath.